Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that using a particular interface, the rf head could not find the pacemaker. (B)(4)

Event description:
It was reported that the radiofrequency (rf) head could not find the pacemaker intermittently. The rf head was returned to the manufacturer for servicing. There was no patient involvement.